Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the connecting nut broke during surgery on (B)(6) 2011. The plate was placed successfully with no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation has shown that the connecting nut is broken off as complained. The review of the production history revealed that both articles were manufactured according to the specifications and passed the dimensional inspections. The broken surface is homogenous what indicates material conformity to the specification as well. These instruments were manufactured according to the specifications.